Event description:
It was reported that, "patient's stem subsided so he was revised. The surgeon refused to release x-rays or medical records."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.